Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of event is estimated.

Event description:
It was reported the patient has not used the system in over 10 years. As such, the ipg became inoperable. In turn, the patient underwent surgical intervention wherein the device was explanted and replaced.